Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, she experienced exacerbated wet macular degeneration and is partially blind in one eye.